Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to other/non-product experience. However, additional information received from the field representative indicates that the specific reason for explant was due to infection. There were no additional adverse patient effects reported. The ICD was explanted.